Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a heavily calcified common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, all deployed normally; however, after closing the footplate lever, the feet were still open. The guide separated, yet stayed intact with the actuator wire. The artery was incised and the device was removed. The sheath was upsized and the tavr procedure was completed. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information provided. It was reported that suture placement in a heavily calcified common femoral artery was attempted with a proglide device via an 8f sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after closing the footplate lever, the feet were still open. The guide separated, yet stayed intact with the actuator wire. The artery was incised and the device was removed. The sheath was upsized and the tavr procedure was completed. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on photos provided, the reported guide break, inability to close the foot and device entrapment appear to be related to downward force along with interaction with the patient calcification. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.